Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-06671. Related manufacturing reference number: 2017865-2020-06673. Related manufacturing reference number: 2017865-2020-06674. It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's left ventricular lead failed to capture, the right atrial lead failed to sense and capture, and the right ventricular lead had high capture threshold. All three leads were capped and replaced on (B)(6) 2020. The patient's implantable cardioverter defibrillator was also explanted and replaced as it was unknown if the issue was ICD related. The patient was in stable condition.